Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a low voltage / no external power alarm, correlating to damage to the mobile power unit (mpu)¿s patient cable, was confirmed. The returned mpu was tested at the service depot on 29mar2021. The mpu¿s patient cable was observed to have many bite marks across its jacket upon arrival. While being tested alongside known working test equipment, low voltage alarms correlating to both cables were reproduced upon manipulating the cable. The damaged cable was replaced with a new component, and the mpu operated as intended after this replacement. A full functional checkout was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The mpu¿s original cable was opened, and damage to its gray wire was observed approximately 2 feet from the mpu connector side. The gray wire is responsible for the rsoc. Damage to the gray wire would cause a low voltage / no external power alarm to occur due to the rsoc being cut off from the controller. The root cause of the reported event was determined to have been damage to the mpu¿s patient cable, which damaged its inner gray wire. However, the root cause of the damage to the patient cable was unable to be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was woken up to an emergency, no power alarm while on wall power. A damaged patient cable was present. The patient switched to battery power, without issue and was given a new mobile power unit (mpu) and did not hear any further alarms. No additional information provided.